Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor had started boiling then smoking and then a fire resulted. There were no injuries reported and all patients and staff were evacuated from the building. The issue occurred during reporcessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; the customer's complaint was not confirmed. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Updated fields: h3, h6, h11. Corrected fields: d9. The customer's allegation was confirmed. The investigation team performed an inspection of the actual equipment, including disassembling, reproduction testing of possible occurrences, examining parts that could be potential heat sources , assessing conditions related to the fire, and causal investigation from similar complaints. Based on the results of the investigation, while there is a possibility that "fuel that burned first" and "ignition source or heat source" were involved in the device, the results of the inspection of the device did not provide conclusive evidence to support this. Therefore, it was not possible to identify the mechanism that led to the event or the part that was the ignition source. No deficiencies in the design, parts, manufacturing, or repair services of the device were found that could have led to the event. A definitive root cause cannot be identified olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.